Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implantable neurostimulator (ins) was "hot, bulging, and hurts like crazy" if the patient tries to sit down. The ins was not turning on and it wouldn't let them turn it on. It was reported that they couldn't lay on their left side because it hurt so bad and when they touch the ins, it was painful and felt hot. The patient had an appointment with their healthcare professional on (B)(6) 2017 regarding the reported issues. It was considered to be a sudden change in therapy or symptoms. They reported that the issue started last week, then it stopped, then yesterday it was really bad but it was working and now today it was not working. Relevant medical history includes complex regional pain syndrome type I and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient had the ins removed on (B)(6) 2017 due to a third over discharge. The over discharge was reported as a compliance issue. The rep picked up the explanted ins from the hospital today and was going to return the ins for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). It was reported that the patient¿s battery had not been working for over a month. The battery pocket got very warm, sometimes hot to the touch. The skin looked puffy near the battery site. The patient was unable to recharge his battery as well. The rep discussed the patient¿s complaint to the physician and the physician was planning a surgical revision of the pocket and probably a battery replacement. The rep asked the patient if he recalled any falls or other types of injuries and he didn¿t remember falling down at all. The rep attempted two battery interrogations and was unable to connect. The rep decided not to try a device reset given the fact that the skin was swollen/puffy and the area near the battery felt hot. The physician was going to examine x-ray results and discuss surgical intervention options with the patient. The issue was not resolved as of (B)(6) 2017. Surgical intervention had not occurred, although it was planned but not scheduled. The patient was alive with no injury. The issue occurred during normal use. No further complications were anticipated.

Manufacturer narrative:
Code (B)(4) no longer applies. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the reason for removal was normal battery depletion as the patient did not recharge the device.

Manufacturer narrative:
Analysis determined that the implantable neurostimulator (B)(4) is functioning within specifications but has reduced capac ity due to overdischarges. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the reason for removal was normal battery depletion as the patient did not recharge the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.